Manufacturer narrative:
Supplemental report created to correct previously sent information. Please change reportability to not reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy, when opening or closing the jaws, the jaws could not open as widely as usual use with the cartridge. The opening width was small. The event occurred during the procedure, but the product was not used for patient. The procedure was completed with another device. There was no patient injury.